Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 2.1; laboratory inr: 4.1. Therapeutic range 2.5-3.5. The time between testing was three hours. There was no reported adverse patient sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.